Event description:
It was reported that the subject guidewire was used with a concomitantly microcatheter for a thrombus retrieval procedure, after accessing the target site the distal tip of the subject guidewire was fractured while applying torque beyond the thrombus site (m1). Attempts were made to retrieve the fractured part with a gooseneck snare device; however, it could not be retrieved, and it was remained in the patient¿s body, then the procedure was completed as it was. According to the physician, with an excessive torque in one direction during clot grabbing which caused the subject guidewire fractured. The current condition of the patient as up to date as there¿s no significant change from before treatment intervention. Collateral vessels present, no change in infarct extent (about 1/3 of basal ganglia). There were no adverse consequences related to an unretrieved device fragment.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.